Event description:
Additional information identified that surgical intervention was undertaken wherein the scs ipg was explanted and replaced with another model. Reportedly, effective therapy was restored post-operatively.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent unrelated surgery after which the ipg could not communicate with the external devices. Reportedly, surgery mode was not turned on prior to the procedure and the ipg was deemed inoperable. Surgical intervention may be undertaken at a later date to address the issue.